Event description:
Suture failure on perclose, no patient harm occurred another perclose was opened to complete the case. Vendor notified and replacement has been sent in. Manufacturer response for vascular closure device, perclose prostyle (per site reporter).